Event description:
Boston scientific received information that during the implant procedure for both the right atrial (ra) and right ventricular (rv) leads, the physician noted that both of the leads suture sleeves were left inside the patients cephalic vein. Boston scientific technical services (ts) was consulted and recommended that the leads be pulled back to obtain each suture sleeve. However, the implanting physician elected to leave them where they were, and use new suture sleeves stating he believed the leads to be to short. Both leads remain in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Both leads remain implanted to date.